Event description:
It was reported that the 9800 system error message during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and single board computer upgrade kit need to be installed. The customer canceled the service call. A follow up report will be filed when additional details become available.